Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 420 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. The customer was also reported no delivery alarms on the insulin pump. Customer was assisted with troubleshooting for no delivery alarm and insulin exited after troubleshooting. The customer declined troubleshooting for high blood glucose level and said he forgot to fill the reservoir with insulin. Customer was advised to monitor the insulin pump. The insulin pump was not returned for analysis.